Manufacturer narrative:
Final device analysis of the implantable neurostimulator (ins) revealed no significant anomalies. The ins battery had reduced capacity due to overdischarge. A physician mode recharge was performed and the ins recovered, rapid battery discharge. Telemetry was okay after recovery. There was good stable output on the electrode pairs. According to the trace report obtained from the ins, the last recorded recharge session done while the device was implanted was (B)(6) 2009. The device was recharged for 31 minutes and the battery charged from 2.895 to 3.640 volts. The parameter trend diagnostic section of the trace report shows no patient usage after this recharge session. The battery discharged to the lock mode on (B)(6) 2009. The battery was never recharged until the physician mode recharge done in the analysis lab on (B)(6) 2011.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was unable to maintain charging requirements and the device was replaced on (B)(6) 2011.